Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as a peritoneal infection. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Dianeal therapy was discontinued during treatment. No additional information is available as the reporter declined to provide any further information.